Manufacturer narrative:
The valve was returned at pl= 1.5 and was not adjustable. It met the requirements for leak testing however it was not patent; therefore all other testing was precluded. Large amounts of proteinaceous debris were noted within the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery due to an arachnoid cyst on (B)(6) 2015. Before the surgery, it was reported that the valve was found to be leaking when it was tested. According to the report, a replacement product was used to complete the surgery and there was no patient injury. It was also reported that the patient's current status was normal.